Event description:
It was observed that during the device evaluation, the videoscope had black water flowing out. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the videoscope had black water flowing out. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The IFU (instructions for use) states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.